Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels with a moderate level of ketones. The infusion set site was changed. Boluses via the pump and insulin injections were used to address the bg level. A pump system check was performed and insulin was observed exiting the infusion set tubing. A new infusion set site was used; however, the bg remained high. Upon follow up, after the customer consulted with a healthcare provider, the bg was reported to be back in the target range (low 100s mg/dl).